Event description:
It was reported that the system 7 sagittal saw was overheating during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of overheating was confirmed. It was found that the link in the sag head was loose, which was the root cause of the reported event.